Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon receipt the rear response button was non-functional. The cause for the inability to power on past the start-up screens was the non-functional response button. The rear response button cable was not connected, which resulted in the nonfunctional response button. The rear response button cable was not connected, which resulted in the nonfunctional response button. In the event the monitor detects a treatable rhythm at the response button screen, the monitor would bypass the screen in order to deliver a treatment. The monitor was otherwise fully functional and able to detect and treat a pt upon initial eval. The root cause of the unplugged response button cable could not be positively identified but was likely the monitor impacting a hard surface. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.